Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result?. Was the staple line visualized endoscopically during the initial surgical procedure?. How many days postoperative did the leak occur?. How was the leak identified?. What was observed at the site of the leak upon reoperation?. How was the leak addressed?. What color cartridge(s) were used?. What is the patient¿s bmi?.

Event description:
It was reported that post op of a laparoscopic sleeve gastrectomy procedure that a leak was discovered. No other details were provided. Unknown as to how the leak was repaired. Patients¿ current status is unknown.